Manufacturer narrative:
The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to confirm motion sensor failure alarm due to erased history file. It download properly to the carelink software. Was unable to program or verify bolus history anomaly in the alarm history screen or in carelink pro due to motor error alarm. Analysis was unable to test for unexpected reset to factory default or perform the unexpected restart error test due to motor error alarm. The pump had scratched display window, cracked reservoir tube lip, and display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 3.6 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.